Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
Two units of the simplex tobramycin bone cement were being mixed in operating theater (room temp 21 degc) for a hip replacement. Cement was being mixed as per prescribed instructions in a stryker revolution cement mixing cartridge, with powder in the cartridge and monomer added into the powder and mixed with reamer attachment on ream setting. Cement appeared very doughy from early into mixing and not at all runny as it usually is. Cement was difficult to mix due to the consistency and was unable to be squeezed through the nozzle of the gun. This mix of cement was abandoned. No cement from this mix was used in the pt at all, it was discarded and a new batch of cement from a different lot was prepared to finish the operation. The new cement batch mixed perfectly and this batch was being stored alongside the affected batch at same storage temperature and location.